Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction to b5 of the initial report. The user provided third-party culture results were as follows: the scope tested positive for an unspecified amount of cfu for pseudomonas aeruginosa, achromobacter xylosoxidans, stenotrophomonas maltophilia and escherichia coli.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and the lms final investigation. Correction to b3 and b5, please see b5 for further information. Additional information: d8, h4, h6 (type of investigation, findings, conclusion) the lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer confirmed the scope was used while awaiting results likely due to a difference of recognition on device handling between the user and recommendation by olympus. Additionally, because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.